Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact to the customer's blood glucose level due to this reported issue. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.